Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the needles weren¿t actually popping off. They said that when tying the knots the suture itself was breaking. It wasn¿t breaking off where expected with normal control release sutures but in different areas of the strand. It was not happening at the knot but along the strand as they were tying. The tech noted they didn¿t break in a clean manner, such as if they were cut. She said you could almost notice it was sort of frayed where they broke. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? No needles fell off inside the patient. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an abdominal hysterectomy on (B)(6) 2018 and suture was used. During the procedure, the suture broke. Another suture was used to complete the procedure. There were no patient consequences.